Event description:
It was reported that the caller experienced recurring cgm error 42 on four occasions in the past month. There was no reported impact to the customer's blood glucose level. A replacement pump was sent.